Event description:
While monitoring a patient the device momentarily lost power when the "summary" button was pressed. Complainant indicated that the clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.